Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility that the patient was undergoing a procedure for post-partum hemorrhage. The operator inserted the cook bakri postpartum balloon with rapid instillation components device into the patient¿s body. It was unsure if the device was placed vaginally or abdominally. The operator filled the device with 300cc saline solution. A few minutes later the device failed with a large split. No unintended section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, documentation, specifications and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the device as extremely bloody. The balloon catheter was washed with warm water prior to investigation. A visual examination noted the balloon material was split the entire length of the balloon. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided and from the results of our investigation, a definitive root cause could not be determined however, measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.